Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been almost 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the picture was no longer displayed due to a charge-coupled device (ccd) failure. It was assumed that ccd failed due to water leakage test of the plug unit video connector and the outer cover connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a no image issue when using the hd autoclavable camera head. The issue occurred during preparation for use. There was no delay, and the unknown procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the imaging component failure was due to a charge-coupled device. The device also failed the water leak test on plug unit/video connector and outer cover connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.